Event description:
Procedure was completed by using two peek swivelock anchors. They one eylet from ar-2324psp would not come out without destroying the surrounding bone small delay troubleshooting the issue and removing the failed items. Nothing significant

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/28/2023, it was reported by a sales representative via email that the sutures from an ar-2324psp peek swivelock continued to rotate with the anchor. This was discovered during an rcr procedure on (B)(6) 2023. Procedure was completed by using two peek swivelock anchors. The one eyelet from ar-2324psp would not come out without destroying the surrounding bone. Small delay troubleshooting the issue and removing the failed items. Nothing significant reported.